Event description:
It was reported that review of a remote transmission showed that the implantable cardioverter defibrillator (ICD) possibly inappropriately withheld therapy for an episode that was classified as supra ventricular tachycardia (svt) - sinus tachycardia. The device remains in use. No further patient complications have been reported as a result of this event.